Event description:
It was reported that bd iag bc pro global catheter tip is jagged/rough. The following information was provided by the initial reporter: customer described event: when the cannula is inserted into the vein, they see the flush but then gets stuck and cannot be further advanced. The tip of the catheter is not smooth -it is jagged/rough no patient harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381023 and lot number 4141582. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.